Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
This is a complaint about liquid leakage from c35j. Check for liquid leakage when inserting into the infuser pump (from the c35j connection).

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: one connector along with an infuser pump/bottle, not manufactured be bd, was provided to our quality team for investigation. Through visual inspection, no issues were observed on the connector or between the connection of the infuser bottle and connector luer. Functional testing was performed. Liquid was passed through the system without issue and no leakages were observed between any of the connections. Dimensional testing was performed on the connector luer and verified the product met required specification. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including verification all critical dimensions are within specification. As the lot involved in this incident is unknown, a device history review could not be performed. Based on the available information we are not able to identify a root cause related to our product or manufacturing process at this time. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.